Event description:
It was reported that the atrial lead had high thresholds after the patient had open heart surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment of the lead was returned and analysis found no anomalies. However, all conductors were distorted, the distal conductor was stretched and all conductors had blood/body fluid (not obstructed). The outer insulation was pulled apart (overstress), was breached cut, had a white substance on it and had a cosmetic depression. The helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead was stretched. Visual analysis noted apparent explant damage.